Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal infumorph 10 mg/ml at 6.159 mg/day via an implanted pump for spinal pain. It was unknown when the event/difficulty occurred and was asked and would not be made available (legal/confidential reason). The event occurred during normal use. The patient experienced withdrawal symptoms and the patient said they experienced the pump flipping on them and intermittent relief followed by withdrawal symptoms. The pump was interrogated and no events were seen in the pump logs. The pump was replaced on (B)(6) 2019 and would be returned. It was noted upon opening the pump pocket it was found that the catheter was twisted/braided severely on the back table after removal. It was noted once the pump and catheter were disconnected and the pump continued to dispense medication into the back table. The catheter was not able to be aspirated, however the customer was not satisfied to conclude there was nothing wrong with the pump so he wanted it sent back for analysis to determine. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the rep did witness the pump drip on the back table once disconnected. The physician just requested the pump be sent for analysis to ensure it was not malfunctioning. It was noted the 16cm twisted catheter segment was discarded. In regard to the previously reported information from the physician that the cause of the pump flipping was unclear and was likely the tissue was of insufficient quality (redo surgery previously); it was clarified "the patient has had the pump replaced prior so this concern must be related to that." The pump was received for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the pump flipping was unclear and was likely the tissue was of insufficient quality (redo surgery previously). It was noted in addition the patient¿s severe scoliosis possibly caused additional mechanical stress on the implanted pump. The catheter was severely twisted and braided and after undoing the twisting no fluid could be aspirated. The twisted catheter was in the pump pocket. The area of occlusion was likely the twisted catheter. It was noted the catheter was completely untwisted and still nothing could be aspirated. The whole twisted segment (16cm) was removed and again, nothing could be aspirated. It was reported given that the patient had only intermittent signs of morphine withdrawal, it was assumed that the catheter should essentially be functional; therefore, it was not removed but an additional catheter extension was attached in order to be able to relocate the morphine pump to the heterolateral hemiabdomen. It was clarified, currently the remaining catheter (less the removed 16cm) is still ¿in situ in the patient.¿ no further complications were reported or anticipated.

Manufacturer narrative:
Device code (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. If information is provided in the future, a supplemental report will be issued.